Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an update from the source case indicate that the field service engineer replaced the device's battery and the device was successfully returned to service. The customer's device was successfully repaired and returned to service. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device's processor pca is defective. There was no report of patient or user impact.